Event description:
Healthcare professional additionally reported "any creases" and "particles in valve" observed during surgery. The device has been replaced.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Healthcare professional additionally reported "any creases" and "particles in valve." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, white particles in device inner surface, broken of plug strap, no particles were found in the valve of the device and one curved opening. A microscopic analysis and leak test were performed which identified one opening striated, broken striated of plug strap and partial delamination of valve. Fill inspection was performed and identified no blockage in the valve. Creases/folding of implant condition that was indicated in the complaint was observed, nevertheless it is considered non-related to the manufacturing process, since the device was received out of their primary packaging and is an explanted device. Based on the device analysis the final assessment is: -one opening striated in the side anterior assessed as surgical damage. -broken striated of plug strap assessed as surgical damage. -partial delamination of valve assessed as adhesive failure. -no particles were found in the valve of the device. -creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process.